Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.

Event description:
It was reported that a few days after the implant, the right ventricular (rv) lead exhibited high thresholds. The lead was repositioned. A few weeks later, the rv lead exhibited rising thresholds once more. The lead was explanted and replaced. During the replacement procedure, the atrial lead dislodged, and was repositioned. The atrial lead remains in use. No patient complications have been reported as a result of this event.